Event description:
The account alleged a patient fall with injury. The nurse alleged that they heard a patient fall and found him on the floor when they entered the room. No details were given relating to the alleged injury. Night shift nurses attempted to set the bed exit alarm after the fall and had trouble getting it to set.

Manufacturer narrative:
The technician investigated and found the day shift nursing did not have trouble getting the bed exit to set or alarm. The technician tested the bed and found no issue. The bed exit worked as designed. The account would not release information on the patient fall or extent of injury.